Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell and the touch screen became shattered; consequently, the customer had to press the touch screen carefully and hard for it to function. Customer's blood glucose was 263 mg/dl. Reportedly, customer will continue to use current pump and has manual injections for insulin therapy.